Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported they have been wearing the retainer as much as they cand due to the uncomfortable bite they are experiencing since finishing treatment. One of their incisors now hits the bottom tooth when they try to eat or bite down. This has not happen before. Patient was assessed and is experiencing post treatment shifting due to anterior heavy bite.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.